Manufacturer narrative:
The initial submission for this event inadvertently indicated the report to be a 5 day report. Section (type of report) has been corrected to 30 day report.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 75 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted after having multiple syncopal episodes and a mean arterial pressure (map) in the 60s mmhg. The patient reported experiencing dark black stools for the past 2 weeks. At the time of the event, the patient's anticoagulation therapy included warfarin and aspirin. The hemoglobin and hematocrit (h&h) level was 8.5 g/dl and 27.8 % on admission. Treatment with intravenous (IV) protonix was initiated and a gi consult was requested. Esophagogastroduodenoscopy (egd) was performed and showed no source of bleeding. Five (5) unit of packed red blood cells (prbc) were transfused between (B)(6) 2018 and (B)(6) 1018 due to suspected gi bleed and low h&h level. A CT scan of the abdomen showed active bleeding. An upper endoscopy was performed and showed no active bleeding. The patient underwent capsule endoscopy that showed a likely small arteriovenous malformation (avm) that did not appear to be bleeding. The patient was discharged on (B)(6) 2018 with a stable h&h of 8.4 g/dl and 27.8 %.